Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the saw attachment device was broken and the button mechanism was very loose. During in-house engineering evaluation, it was determined that the unit was not functional, was making a loud noise, vibrates while running, something was loose inside, failed check of free moving, unit was not turning smoothly, units eccentric shaft complete was broken and other internal components were worn, corroded and damaged. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.